Event description:
Patient presented with a popliteal artery aneurysm. A 7fr x 40cm balkin sheath was used to advance the gore viabahn endoprosthesis over a .014 x 300cm bsc choice pt wire. The viabahn device was placed and deployment was initiated. Reportedly, the deployment line unraveled as expected. However, the viabahn device did not expand at the distal end. The physician had difficulty removing the delivery catheter as it got hung up on the undeployed section of the device. The physician attempted to expand the undeployed section using a 4mm and 8mm balloons. The balloons were not able to open the undeployed section and blood flow was restricted to patient's lower leg. The patient was taken to the operating room where the partially expanded viabahn device was removed.

Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications.